Event description:
It was reported that during a roux-en-y procedure, the surgeon fired the device 2 times creating the pouch and on the third firing, the device cut but did not staple. They encountered bleeding, but it is unknown how many cc's of blood was lost. It is not known if the patient required any units of blood products. The surgeon used another like device to create the pouch however, it was smaller than he intended due to the cut line. Patient's status is unknown at this time.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Additional information; the device felt strange when surgeon pulled the trigger and when he observed the staple line, it had fully cut but only fired halfway down the staple line. The third firing was fired next to the second staple line in the procedure and did remove properly from the tissue. It is unknown if the staples were malformed at this time. One of the reloads was never fired but inserted into the device. The reloads used were all green and the surgeon confirmed they were not long loaded prior to his firing. The patient is in the hospital and not in ICU at this time; being observed for any changes. It is unknown how many cc of blood were lost, however, there was no transfusion required.